Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with approximately 100 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported that a cartridge change error message occurred. The customer successfully reloaded the cartridge and insulin delivery was resumed. There was no impact to the customer's blood glucose level.